Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis manifested by abdominal pain, fever, vomiting and cloudy effluent. The breach was not further described. The patient was hospitalized for the event. On the same day of onset, the patient began treatment with vancomycin (1 gram every 3rd day and 7th day). The next day after onset, the patient began treatment with gentamicin (40 mg once a day with total duration of 14 days) and meropenem (500 mg, three times a day weekly). Two days after onset, the patient recovered from the event of peritonitis and was discharged from the hospital. It was not reported if the patient was retrained on proper technique. Dianeal therapies were ongoing. No additional information is available.